Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (dissection). Device UDI lot/serial: (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an impending rupture of thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses. Prior to the endoprostheses being implanted, a right axillo-left axillary artery bypass procedure was performed to maintain blood flow to the left subclavian artery. A 24-fr gore® dryseal sheath with hydrophilic coating (dsl2428j/16408128) was then advanced from the right side, and two endoprostheses were successfully deployed distal to the left common carotid artery. Intra-procedure imaging did not reveal endoleaks, and the left subclavian artery was embolized. Upon withdrawal of the 24-fr sheath, vessel dissection was revealed from the right common iliac to the right external iliac arteries. It was reported that the physician felt resistance when advancing the sheath due to calcification revealed around the right iliac bifurcation. Two bare-metal stents were implanted to repair the dissection. The patient tolerated the procedure.